Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Date and name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? Any concurrent procedure/device implantation? Was any abnormality of the device noted prior to, during or after the procedure? Any intra-op complications? Onset dates of vaginal erosion, discomfort and vaginal bleeding from the time of initial surgery? Mesh exposure site/location, symptoms and diagnostic confirmation? When was ¿excision under ga¿ performed? Results? The source and triggering event of vaginal bleeding? Volume of blood loss? How the bleeding was treated? Other relevant patient history/concomitant medications? Product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient¿s current status?

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and the mesh was implanted. The patient experienced vaginal erosion of mesh, discomfort and vaginal bleeding. Excision under general anesthesia was performed. Additional information has been requested.